Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the unit was unable to boot up, reload the software but the system is still not booting up. The fse dismantled the system and refitted front-end board (0670-00-1164) and executive processor board (0670-00-0770), reassembled the unit and tested to specifications. Performed 30psi calibration, run the system in user mode. Verify all recommended checks. Unit was returned back to service fully functional.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit is not turning and alarming. There was no patient involved.

Manufacturer narrative:
Due to character restrictions in block e1, e1 event site full name is (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.